Event description:
It was reported, that the patient was asymptomatic. It was noted, that the right ventricular (rv) lead exhibited high capture thresholds. The rv lead was explanted and replaced. The patient was stable.